Manufacturer narrative:
H10: the device was received for evaluation. The event history log review did not provide any evidence related to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device powered up and primed with no issues noted. Heater system testing revealed all temperatures were stable. Continuity testing was performed on the heater elements with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device met specifications related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid delivered to the patient during peritoneal dialysis (pd) therapy was too warm. This occurred during an unspecified process step of pd therapy. The patient was connected during the event. There was no patient injury or medical intervention associated with this event. No additional information is available.